Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34 and c-84 errors) was confirmed and reproduced on generator connected system. Visual inspection confirmed that the cover has scratches on the right side. C-34 errors occurred on start-up and c-84/c-38 errors during mono coag activation. The generator unit that was placed on golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) regarding a repeated c-34 error on the generator. The customer had performed a power cycle prior contacting tse with no change to the reported event. The customer was retrieving the force triad and the energy activation cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.